Manufacturer narrative:
H.6. Investigation: a complaint of "instrument performance / operation" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). It was reported that "the users did not completely slide the bottles into the top drawer and when they tried to close the drawer it was broken and everything ran out. Nobody came into contact with blood or harmed". Field service engineer was dispatched. Device had to be cleaned and serviced to resolve the issue. The complaint is not confirmed as a failure of bd product because the bottle was wrongly inserted by the user. The root cause is related to "user error". DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and has changed configurations since release from manufacturing due to service repairs/pms. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history review revealed no previous complaints for this issue. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported that the user did not completely slide the bottle in to top drawer of bd bactec¿ fx, instrument top, packaged and broke while closing the drawer. There was no user or patient impact. The following information was provided by the initial reporter, translated from german to english: the users did not completely slide the bottles into the top drawer and when they tried to close the drawer it was broken and everything ran out. Rep to go there to dismantle the device so that the users can decontaminate everything; nobody came into contact with blood or harmed them in general.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the user did not completely slide the bottle in to top drawer of bd bactec¿ fx, instrument top, packaged and broke while closing the drawer. There was no user or patient impact. The following information was provided by the initial reporter, translated from german to english: the users did not completely slide the bottles into the top drawer and when they tried to close the drawer it was broken and everything ran out. Rep to go there to dismantle the device so that the users can decontaminate everything; nobody came into contact with blood or harmed them in general.